Event description:
The customer received questionable glucose hk results for three samples from one patient. All three samples were drawn from a "pic" line just after the line had been started. Sample 1 initial result was 694 mg/dl and repeat result was 704 mg/dl. Sample 2 initial result was 699 mg/dl and repeat result was 696 mg/dl. Sample 3 initial result was 708 mg/dl and repeat result was 706 mg/dl. The results were reported outside the laboratory and were questioned. The patient was then tested using a bedside glucose meter and the result was 223 mg/dl. The doctor believed the meter result to be correct and treated the patient based upon that result. The patient was not adversely affected. The patient was redrawn and the result was 155 mg/dl. The result form a second finger-stick was 166 mg/dl. The glucose reagent lot number and expiration date were not provided. The customer refused a service visit for the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the issue was due to contamination from the PICC line. No further information was provideed by the customer. No adverse event was reported.